Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. Customer stated insulin pump had motor error. Customer stated drive support cap appears normal. Customer stated that insulin pump had not been exposed to high magnetic field. Customer was able to successfully clear the alarm and able to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.